Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, a surgeon inserted an exeter bone plug into a patient femur. All implantations were completed without any problems. When the surgeon was doing final irrigation on the wound, he noticed a fragment on the tip of plug inserter. He assumed it was a fragment of bone plug.

Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was confirmed. A material analysis has been performed. The exeter plug fractured in overload, likely due to the force required to seat the device. No material or manufacturing defects were observed on the examined device. No medical records were provided. There were no reported discrepancies for the referenced lot. There were no other events for the reported lot. The investigation concluded that device fracture was caused by applying too much force to the device by the user during implantation. There is no evidence that the reported event is device-related.

Event description:
It was reported that, during a bha, a surgeon inserted an exeter bone plug into a patient femur. All implantations were completed without any problems. When the surgeon was doing final irrigation on the wound, he noticed a fragment on the tip of plug inserter. He assumed it was a fragment of bone plug.